Event description:
It was reported that 14 implants were removed due to peri-implantitis. Inflammation and pain were reported as a result of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information unknown / not provided. D4: unique identifier (UDI) number not available. D6: implant date unknown / not provided. D10: concomitant medical product and therapy dates: 3x tsvb11, impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm, lot number: 63035393; tsvb11, impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm, lot number: 63071999; tsv4b13, imp,tsv,4.1mm,sbm,13, lot number: 63122038; 2xtsv4b11, imp,tsv,4.1mm,sbm,11.5, lot number: 63040293; tsv4b11, imp,tsv,4.1mm,sbm,11.5, lot number: 62804607; tsvwb10, impl tapered scr-v sbm 4. 7mm 4.5mm 10mm, lot number: 63097453; tsv4b10, imp,tsv,4.1mm,sbm,10, lot number: 63040291; tsv4b10, imp,tsv,4.1mm,sbm,10, lot number: 63034239; 2xtsvb10, impl tapered scr-v sbm 3.7mm 3.5mm 10mm, lot number: unknown, g4: premarket identification: k011028/k013227, h4: device manufacturer date unknown / not provided, h6: event problem codes - patient code 1932: inflammation. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.